Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. As received, the ceramic tip was detached as reported by the customer. The ceramic tip of the device was broken off at approximately 3mm from the shaft. This is the point where the semi-rigid outer jacket ends. A slight gap was present between the shaft and the remaining portion of the tip. There was evidence of a thermal event that caused the tip to detach; however, the cause of this type of thermal event could not be definitively determined. An internal evaluation of the handle covers showed there was no fluid ingress. The reported complaint description was confirmed. The root cause of the tip detachment was a thermal event that fractured the ceramic tip, however, the root cause of this failure mode cannot be be definitively determined. Device history record review of the packaging, device assembly and ceramic tip lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a 14cm solero applicator. During a procedure, the probe was placed in the patient and the ablation was set for 3 minutes, at 140 watts. After 15 seconds of ablating, the reflection dropped from the high 130s to approximately 100. The physician finished treating the lesion and removed the probe to find the ceramic tip had broken off and was retained in the patient's liver. The ablation zone was checked, via imaging, and was determined to be satisfactory. Another probe was introduced to treat another tumor and the doctor used the second probe to repeat treatment on the original tumor, with the tip present. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.